Event description:
The pt reportedly experienced intermittencies followed by loss of lock between the internal device and the external equipment. External equipment was exchanged and programming adjustments were attempted; however, this did not resolved te issue. Device revision surgery will be scheduled.